Event description:
It was reported that intermittent occlusion alarms occurred. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and it was confirmed that no adverse impact on the customer's blood glucose level occurred. To resolve the issue, the customer changed the infusion set and cartridge and then resumed insulin use.